Event description:
It was reported that during a coronary procedure to treat a totally occluded circumflex, a perforation occurred in the left main (lm) to the left anterior descending (lad) artery. The patient coded and cardiopulmonary resuscitation (CPR) was performed. During CPR, the 4.0 x 19 mm graftmaster stent was deployed at 22 atmospheres (atm); however, the perforation was not sealed. The 3.5 x 19 mm graftmaster stent was then implanted at 20 atm. The perforation was sealed and the patient was sent to ICU; however, the patient expired in ICU on the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is listed as a known adverse event as listed in the graft master otw instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional graftmaster referenced is being filed under a separate medwatch report.